Event description:
An infant who had an umbilical arterial catheter (uac) line was observed with blood backed into the line tubing. The infant's blood was reinfused. The tubing of the line was found to have a crushed and punctured pressure disk at the pump insertion site. No pt adverse effects resulted from the incident.